Event description:
It was reported that the patient is experiencing a malfunctioning inflatable penile prosthesis(ipp) pump. The pump does not work and the cylinders will not inflate. A patient outcome of stable was reported. A revision surgery is not yet planned.